Event description:
A report was received that during a lead revision, the physician replaced the old ipg with a new one because it does not communicate with the remote control (rc) when they tried to test it.

Event description:
A report was received that during a lead revision, the physician replaced the old ipg with a new one because it does not communicate with the remote control (rc) when they tried to test it.

Event description:
A report was received that during a lead revision, the physician replaced the old ipg with a new one because it does not communicate with the remote control (rc) when they tried to test it.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of the inability to communicate with the ipg was not confirmed. Device exhibited normal device characteristics.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The reported complaints of ipg causing unwanted stimulation was not duplicated or confirmed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing were monitored per cis procedure for errors. Device exhibits normal device characteristics.